Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement freestyle libre sensor. The customer had initially reported the sensor detached prematurely after a day of wear. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor their blood glucose. Consequently, the customer was unwell and had contact with a healthcare professional who administered a glucose injection for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.